Manufacturer narrative:
The complaint investigation for a false non-reactive result with architect hiv ag/ab combo assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, review of statistical process control (spc) data, customer release testing (crt) review and file kit testing. The ticket search by lots indicates that the reagent lots perform as expected for this product. Trending review determined no adverse trend for the issue for the product. Labeling review concludes that the issue is adequately addressed. Device history record review did not identify any non-conformances or deviations with the likely cause lots. Review of spc data showed all lots released well within control and specification limits. Crt did not show any aberrations with all s/co values well within control and specification limits. The overall performance of the likely cause lots was investigated in a sensitivity setup and by utilizing two commercially available seroconversion panels and retained reagent kits. Sensitivity performance is acceptable and not negatively impacted. The issue is not related to a use error and the issue is sufficiently addressed in the risk management file. Based on this investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent lots was identified in the complaint.

Manufacturer narrative:
Section g.1 contact name, address, phone, email, fax updated addendum investigation 2: another customer sample return was received after the original complaint investigation. Sample #2 was tested in june 2021 and showed a negative result for architect hiv ag/ab combo, while pcr, biorad genscreen hiv ultra and vector-best elisa manual system methods were positive. This sample was returned and investigated with the following outcome: the returned specimen (ID (B)(6); sample #2) was tested using a retained kit of architect hiv ag/ab combo reagent lot number 31326be00 and a non-reactive result was obtained (0.30 s/co). The reagent lots used on customer site, complaint lots 21472be00 and 23366be00, could not be used, as they were expired when return was received. The specimen was used for innotest hiv antigen mab. A non-reactive result was obtained (od 0.039; cutoff: 0.092). Western blot testing using mikrogen recomline hiv-1 & hiv-2 igg showed bands as follows: gp120 (+), gp41 (++), p51 (++), p31 (+), p24 (+++), p17 (+-), gp105 (+-), gp36 (-). Final interpretation for western blot is positive. Based on these results, including the pcr, biorad genscreen hiv ultra and vector-best elisa manual system results that were positive at the customers, this sample has to be considered as false non-reactive for the architect hiv ag/ab combo assay. In addition, the hiv next assay, which is currently in development, was used to investigate both sample #1 & #2 as well with the following outcome: donor sample 1, (B)(6) (15-apr): 0.07 s/co donor sample 2, (B)(6) (30-jun): 4.14 s/co overall the results of the return testing do not change the outcome of the initial investigation with regards to the general performance of the assay. No product deficiency was identified.section g.1 contact name, address, phone, email, fax updated.

Manufacturer narrative:
Donor and recipient information is provided. Describe event. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated that on (B)(6) 2021, a donor (male, (B)(6) years old) tested architect hiv ag/ab combo (B)(6) lot 21472be00) and roche cobas pcr (B)(6). Additional donor testing on (B)(6) 2021 was (B)(6). A blood product unit, packed rbcs, from the donation was transfused into a patient on (B)(6) 2021. The blood product recipient tested architect hiv ag/ab combo (B)(6) (lot 21472be00) on (B)(6) 2021. It is unknown if the recipient was tested for (B)(6) prior to the transfusion. The recipient patient is a female who gave birth, no additional information provided. The donor was tested again on (B)(6) 2021 with architect hiv ag/ab combo (B)(6) lot 23366be00) and roche cobas pcr (B)(6). The donor samples from (B)(6) 2021 were sent to another lab for testing. The donor sample from (B)(6) 2021 generated the same (B)(6) results as architect and pcr method, but (B)(6) 2021 sample generated (B)(6) results with genscreen and vector-best elisa manual system methods.

Manufacturer narrative:
Addendum investigation: a sample return was received after the original complaint investigation. Sample # 1 which was tested in april 2021 was returned. This sample showed according to customer data a negative result with architect hiv ag/ab combo and pcr. Further samples from the patient were not available for return. The returned specimen sample (ID (B)(6) was tested with a retained reagent kit of architect hiv ag/ab combo reagent lot 31330be00 and a non-reactive result was obtained (0.08 s/co). In addition, the returned specimen was used for investigation with prism hiv ag/ab combo, innotest hiv antigen mab, and mikrogen recomline: prism hiv ag/ab combo gave a non-reactive result (0.09 s/co). Innotest hiv antigen mab gave a non-reactive result (od 0.038; cutoff: 0.050). Western blot testing using mikrogen recomline hiv-1 & hiv-2 igg was negative and did not show any bands. Based on these results, including the negative pcr result obtained at the customer, this sample has to be considered as not false non-reactive for the architect hiv ag/ab combo assay. Additionally, sample #2 (second test donor in june) tested western blot positive and innolia hiv ag negative on 12nov2021. Overall, the results of the return testing do not change the outcome of the initial investigation with regards to the general performance of the assay. No product deficiency was identified.